Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09046; 2938836-2020-09048. It was reported that the patient presented in clinic due to pocket erosion. The leader of the device was exposed and visible. As per the patient, couple of weeks back, the pocket was red and white drainage was coming out from pocket. The complete system extraction was discussed. The patient was stable.